Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor pressure reading was out of specification (high readings) with a fluid filled set loaded. The downstream pusher was adjusted to ensure proper occlusion detection. (B)(4).

Manufacturer narrative:
(B)(4). Information was inadvertently missing from the original MDR under the event description in b5. The report has been updated to more accurately reflect the event that occured. In the evaluation supplemental MDR it was reported that the symptom of constant downstream occlusion was reproduced. That information was incorrect. The symptom constant downstream occlusion was unable to be reproduced during evaluation.

Event description:
It was reported that a spectrum pump displayed 14 downstream occlusion alarms in 24 hours during therapy (medication, programmed amount and delivery rate unknown) in the cardiothoracic intensive care unit. The device was infusing on the patient in the cticu, the alleged upstream occlusion alarms on the device interrupted therapy for an unknown amount of time, no patient injury was sustained due to the interruption in therapy, no medical intervention was provided and the patient's outcome(expiration) was unrelated to the interruption in therapy occurrences.